Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6) (event 1), (B)(6) (event 3), (B)(6) (event 4). E1 facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿large single center comparison of novel and reusable duodenoscopes show similar contamination rates that do not correlate with clinical infection¿. Introduction: there are limited data comparing the contamination rates of reusable and novel duodenoscopes with disposable components. The clinical implications of novel duodenoscope bacterial contamination are also unknown. This study aimed to evaluate the rate of pathogenic bacterial contamination of novel and reusable duodenoscopes and assess the clinical implications for patients exposed to contaminated duodenoscopes. Methods: we conducted an observational study of the bacterial contamination of reusable duodenoscopes and novel duodenoscopes with disposable caps (which do not have disposable elevators). Following identification of positive cultures from duodenoscopes, corresponding patient charts were reviewed for blood culture data or evidence of sepsis by quick sequential organ failure assessment (qsofa) and systemic inflammatory response syndrome (sirs) criteria. Results: the contamination rate of reusable duodenoscopes was (B)(4). The contamination rate of novel duodenoscopes was (B)(4). The contamination rates were not significantly different (p = 0.141). In reusable duodenoscopes, > 1 colony forming unit (cfu) of gram-negative rods was identified in 4 positive cultures. None of the patients exposed to a positive culture had an existing infection nor developed bacteremia or sepsis after ercp. Discussion: our data suggest bacterial contamination rates of novel duodenoscopes with disposable caps and reusable duodenoscopes are similar. The low contamination rates in this study support consistent high level disinfection practices regardless of duodenoscope generation. Type of adverse events: on (B)(6) 2022: tjf-q180v: microbial contamination of the device klebsiella aerogenes (formerly enterobacter aerogenes) >1cfu. On (B)(6) 2022: tjf-q180v: microbial contamination of the device acinetobacter ursingii >1cfu. On (B)(6) 2022: tjf-q180v: microbial contamination of the device enterobacter cloacae complex >1cfu. On (B)(6) 2022: tjf-q180v): microbial contamination of the deviceklebsiella variicola, pseudomonas aeruginosa >1cfu.